Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with heavy calcification and mild tortuosity. The co-pilot device was noted to be leaking while using the device with multiple unspecified guide wires (gw) through the hemostatic valve. The procedure was completed with co-pilot device. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.